Manufacturer narrative:
The reported event of an inability to connect the patient application to the implanted device to perform a device check was confirmed. Based on the review of the patient application logs, it was concluded that the device is in ble lockout as a part of a cybersecurity measure. No device malfunction was observed. The issue can be resolved with an in clinic device interrogation with a merlin programmer.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.